Manufacturer narrative:
After battery installation device gave an unexpected flashing white due to a vertical cracked lcd controller. Unable to perform displacement and self tests due to the display anomaly. Device had label damage. Device p-cap / test reservoir locks in place properly and no anomaly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had solid white display. No harm requiring medical intervention was reported. The customer also stated that the insulin pump was broken. The insulin pump will be returned for analysis.